Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) was over 500 mg/dl. As a result, the customer went to the emergency room on (B)(6) 2025. Customer had an unspecified level of ketones, but these were not identified by healthcare providers as dangerous or life threatening. Customer received intravenous fluids of saline and insulin in the emergency room. The customer was released from the emergency room the same day with the issue resolved and no permanent damage. Ultimately the customer reverted to an alternate method of insulin therapy.